Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Cardiology, ut southwestern medical center, dallas, tx; ut southwestern, dallas, tx; university of texas southwestern medical center, dallas, tx; ut southwestern medical center, dallas, tx beaini, h., thomas, m., edwards, m., farr, m., truby, l., wrobel, c., peltz, m., and varghese, d, (2024). A single-center experience with delayed heparin initiation following heartmate3 implantation. Journal of heart and lung transplantation. , 43(4), 47. Https://dialog.proquest.com/professional/pubidlinkhandler/sng/pub/journal+of+heart+and+lung+transplantation/exactmatch?accountid=152602 manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist systems (lvas) and the reported events could not conclusively be established through this evaluation. The serial numbers of the heartmate 3 left ventricular systems in use were not provided. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events, including thromboembolism and bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the retrospective study "a single center experience with delayed heparin initiation following hm3 implantation" that in patients undergoing heartmate 3 (hm3) implantation between july 2019 and october 2023 who were aged 65 with a mean age of 55 ± 15.1 years, with 74.2% male, undergoing anticoagulation (ac) post lvad implantation was found to be crucial for averting pump thrombosis and thromboembolism. It was hypothesized that a conservative ac protocol would not increase pump thrombosis and reduce perioperative bleeding. Initiation of warfarin post-operative day (pod) 0 began if there was no bleeding with aspirin pod 1, and heparin IV infusion was not started until pod 3 if the inr was < 1.8. Sternotomy was used in 12.3% (n=8/65) of cases, with the remainder undergoing implantation via lateral thoracotomy. Reoperations due to bleeding occurred in 9.2% of cases, with 83.3% in the thoracotomy group. Adopting a conservative post-operative ac strategy resulted in an early bleeding incidence of only 10.8% within the first 90 post-operative days, compared to the 16.7% national average reported by intermacs. It was found there were no cases of pump thrombosis, in contrast to the national average of 0.7%, and analysis supported using a more conservative ac strategy for hm3 patients and suggested there was no increased risk of pump thrombosis with a reduction in early bleeding events.